Manufacturer narrative:
.

Event description:
Information was received from a consumer implanted for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported n ot having therapy benefit since implant; the symptoms were described as sudden though they occurred since current implant. The patient's incontinence was worse since current device was implanted. It was noted that it "felt like" he patient started going and could not stop when they started to move. Stimulation was confirmed to be on. Settings were increased to 1.8 volts but it felt too strong so it was decreased to 1.7 volts. The patient reached out to their healthcare provider and was advised to meet with the manufacturing representative. The healthcare provider reported x-rays were taken and the lead was repositioned in the operation room. Outcome remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.